Event description:
It is reported that the patient has a motor error on their insulin pump. Patient's blood glucose level is at 144mg/dl. Trouble shooting is conducted and is found this occurred during bolus. Patient is advised to cease use of pump and resort to back up. Device is being returned. No further information available.

Manufacturer narrative:
The act and escape buttons did not respond due to flattened button dome switches. No motor error alarm could be verified due to the unresponsive buttons. The motor passed the motor test. The insulin pump was received with minor scratches on the display window, cracked reservoir tube lip, a missing end cap sticker and a missing address and serial number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.